Event description:
A customer reported during the early morning in the beginning of (B)(6) 2012, he had just woken up and was getting breakfast ready at home and tested his bg and received a reading that was higher than he felt (no reading provided). He sat on his bed because he felt dizzy and then he passed out. The paramedics were called and treated customer on the scene with glucose via intravenous infusion. The customer was not transported to a hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4)